Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure while removing the device the patient vessel experienced "radial spasm" preventing removal of the sheath. The sheath broke into 2 pieces, with one piece of the device remaining within the patient's vascular system and later removed with a vascular snare. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.